Event description:
The recipient reportedly experienced an infection at the implant site. The recipient underwent a rotational flap surgery. Following the surgery, the recipient's device migrated. The recipient is currently infection-free. The recipient is being monitored.

Manufacturer narrative:
Additional information: the recipient reportedly experience post-auricular abscess. On (B)(6) 2015, the recipient had a drainage and incision surgery. The recipient was prescribed clindamycin (date unknown). The recipient was hospitalized on (B)(6) 2015. The recipient was recommend to discontinue use of the device for two weeks. The recipient developed necrosis at the abscess site and required a rotation and advancement flap on (B)(6) 2015. Advanced bionics considers the investigation into this reportable event as closed. The recipient was seen at the clinic on (B)(6) 2015. It was reported that the recipient's wound has healed and the infection has been resolved. The recipient's device remains implanted. This is the final report.